Event description:
It is reported that the pt was revised due to corrosion and pseudotumor formation.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: the implant surgery was a revision surgery due to head/taper corrosion, and only the femoral head and liner were replaced at that time. Implantation operative notes state that a spinal needle aspirated coca-cola colored fluid from the joint and there was a large amount of necrotic debris present. Revision operative notes from (B)(6) 2012 were not provided for review. Cause cannot be definitively determined. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.